Event description:
Alung technologies, inc. Received a report of a patient experiencing bleeding at the catheter site during eua hemolung therapy. Hemolung therapy was not discontinued as a result of this event. There was no report of medical intervention required.

Manufacturer narrative:
Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in (B)(6). Through review of the expanded access form, it was reported that the patient experienced minor bleeding at catheter insertion site. The event resolved itself and no blood products were given in response. Therapy was not discontinued as a result of this issue. The data log from therapy has been retrieved and reviewed by both clinical and software engineering staff. No abnormalities were noted within the co2 removal and blood flow graphs. Therapy was provided as intended. No CAPA was opened because of this event. Bleeding is a known possible complication that can occur during extracorporeal therapy. The treating physician was able to fully realize their clinical goals and adequate benefit of therapy was realized. Alung will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.